Event description:
Patient to undergo endovascular treatment of splenic artery aneurysm with embolization of hilar aneurysm. During the procedure, a detachable coil prematurely detached and had to be retrieved. The detached coil was removed with no patient injury. The penumbra representative was here for the case and is taking the coil to return to company for examination.